Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. The patient is making a claim for an adverse patient outcome against the bard/davol flat mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia sac was dissected circumferentially. The defect in the peritoneum was closed with sutures. A section of bard flat mesh was placed in the preperitoneal space and secured using sutures circumferentially.¿ (B)(6) 2016 - patient had pain and was diagnosed with recurrent incarcerated ventral hernia and meshoma thereby underwent laparoscopic repair with the removal of bard flat mesh. Per operative notes, ¿multiple omental adhesions at the site of hernia were taken down. A supraumbilical hernia was encountered, and an old hernia mesh had contracted away from the hernia just beneath the umbilicus and adherent to omentum. Mesh had contracted to the point where it had become a ball of mesh (meshoma) was removed. Recurrent supraumbilical hernia was repaired using synthetic mesh as an underlay in the peritoneal and fixated using suture.¿ attorney alleges that the patient had adhesions, mesh migration, pain and hernia recurrence. It was also alleged that the patient old mesh had contracted away from hernia and had contracted to point where it had become a ball of mesh.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions, pain and mesh deformation thereby underwent repair with removal of mesh. Per operative notes, "an old hernia mesh had contracted away from the hernia just beneath the umbilicus and adherent to omentum. Mesh had contracted to the point where it had become a ball of mesh was removed". The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.